Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 around 18:30 an asystole alarm did not audibly announce at the central station for room 3011. Based on the available information, this will be considered a serious injury.

Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. The fse collected logs for review. A review of the logs show that an asystole alarm did occur for(B)(6)around 18:30 on (B)(6)2017 and was silenced at the central station. No device malfunction occurred. A this is considered user alarm handling. .